Manufacturer narrative:
Product analysis: the delivery system was returned without the stent. The balloon was partially inflated with blood residue. Crimp impressions were visible along the length of the balloon. Negative prep confirmed the presence of a leak. On pressurization a leak was detected over the proximal inner shaft marker. A short radial tear was visible over the marker. The balloon material was jagged and uneven along the tear site. (B)(4).

Event description:
It was reported that the physician was attempting to use one assurant cobalt stent to treat a moderately calcified and slightly tortuous mid iliac artery lesion containing plaque. The device was removed from its packaging, inspected and prepped per the IFU with no issues noted. No resistance was encountered when advancing the device and excessive force was not used. The device did not pass through a previously deployed stent. It was reported that the physician was unable to deploy the stent. It is reported that it would not inflate at all. The procedure was completed with a new device. No patient injury was reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.